Manufacturer narrative:
The device history record review could not been performed since the lot number was not provided. One used sample was received for evaluation. A detachment was observed between the silicon tubing and the mystic connector. A functional test was performed and the device was placed on the pump. The device worked during the 30 minute test and no detachments were observed. The failure mode reported could not be reproduced during our evaluation. This may happen when there is stretching of the tubing before usage or an incorrect placement in pump causing additional stress to the tubing and detachment. This complaint is not confirmed as manufacturing related since the failure mode could not be duplicated during the sample evaluation. No corrective actions are necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the feeding pump tubing disconnected inside the pump while administering medication.